Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not receiving adequate relief from their system. In turn, surgical intervention was undertaken wherein a new lead was implanted. Postoperatively, the patient has effective therapy.